Event description:
Abscess [vaginal abscess]. Drainage from vaginal cuff [vaginal discharge]. Fever [pyrexia]. Case description: spontaneous report received on 19-jul-2010 from a physician via a company representative regarding a female patient, initials and age unknown, with a relevant medical history of hysterectomy. The date of the patient's hysterectomy was (B)(6) 2010, but the indication was unknown. During the surgery, two sheets of 5 x 3 pieces of seprafilm were used at the vaginal cuff under the incision. Irrigant fluids used during the surgery included saline. The patient went home on post-operative day 9. The patient then displayed fluid drained from the vaginal cuff and went to the emergency room (ER). In the ER, the patient experienced a fever. The patient was then seen by the physician in the hospital office. The next day, on post-operative day 10, the patient went back into the operating room for drainage of the abscess and for placement of a drain. The drained fluid was then cultured, but the culture results were unknown. It was unknown whether any products were left behind in the abdominal cavity, but the reporter stated "possibly." No further information was provided. As of the date of receipt of this report, the patient outcome was unknown.

Manufacturer narrative:
Evaluation summary. No product lot number was provided by the reporter, therefore, biosurgery quality assurance is unable to perform a specific lot history review/investigation. While trending analysis of ae incidence by product lot is not possible when the product lot information has not been made available by the incident reporter, trending analysis of ae incidence by product family will be performed. Any failure mode trends identified through this analysis will be reported to management. In the event that a product event reporter submits a lot number associated with an ae to genzyme subsequent to the closure of a product event investigation, the investigation will be reopened and a lot-specific study conducted, including any applicable analysis of trends.